Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose readings were in the 400 to 500 range. Customer was vomiting and nauseated; she thought it was the flu. Customer woke up feeling sick. Diagnosed diabetes ketoacidosis. Nothing further reported.